Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
It was reported that the patient developed a staphylococcus aureus infection at the ipg site. Symptoms of elevated temperature, redness, and pus were noted. It was unknown if the infection was procedure related. The patient underwent an ipg explant procedure and was placed on antibiotics.